Manufacturer narrative:
H4: the lot was manufactured between february 26, 2024 ¿ february 28, 2024. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the device was observed which suggested a leak occurred. Further inspected revealed that the leak was from a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The bladder was found to be in normal condition. No evidence of rupture was observed from the bladder. The reported condition was verified as a leak. The cause of broken tubing is related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor had ruptured. The pump was filled with piperacillin/ tazobactam in 0.9% sodium chloride solution. This was observed when the device was taken out of the fridge for treatment prior to patient use. There was no patient involvement. No additional information is available.